Event description:
Bought the device from amazon. I used it for ear stimulation; it was incredibly painful. The pain persisted for days. I then tried the head stimulation; it was causing painful shocks. I was unsure how to properly use the device on head vs ear, even after contacting the manufacturer. I felt this device was dangerous.